Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The following description is included in IFU(instruction for use) : (reprocessing manual) precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Based on the reported information, it was presumed that the user¿s handling of the device deviated from IFU. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
In a call with the tac (technical assistance customer) support engineer, the customer asked tac if the scope was then free of contaminants since it was soaked for 10 hours in the detergent. Tac explained to the customer that the only way to know is to perform a validated test or culturing of the scope. In addition, the customer was reminded that the endoscope reprocessing should begin with precleaning immediately after removal of the endoscope from the patient cavity and continue with minimal disruptions throughout manual cleaning, high-level disinfection/sterilization. Additionally, in the previous service call, the customer were provided with ¿customer letters delays in endoscope reprocessing¿ including the information regarding the procedure for ¿performing a presoak in detergent solution for cases of delayed reprocessing and excessive bleeding¿ documents. No other issue noted. To date, there was no patient infection or harm reported.

Event description:
It was reported that the user facility had a delay in reprocessing and the customer soaked the device for 10 hours in the detergent. There was no patient involvement on this event. No user harm or injury reported.